Event description:
It is reported that the patient was revised due to instability and pain resulting from a broken articular surface post.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the articular surface confirmed that the spine is fractured. The anterior surface shows discoloration and wear marks. The dovetail feature appears to be flared out as a result of removal of the implant and the posterior surface shows wear marks. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. This device is used for treatment. Review of the surgery notes confirms that the patient underwent bilateral total knee arthroplasty due to severe decrease in medial joint space which was greater in the right knee as compared to the left knee on (B)(6) 2006. It was reported in the post-operative notes that x-rays demonstrated that the patient had good alignment post-op and was made to stand and mobilize within 48 hours and was discharged in stable condition. It was also reported that the patient had revision of left knee implant on (B)(6) 2015. The revision notes state there was gross instability in the left knee and the polyethylene post was fractured. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.